Manufacturer narrative:
The device history record review is complete and there are no anomalies. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported a ''white fluffy cloud-like opacity'' came out of handpiece when the surgeon compressed the phaco pedal. The particle entered the patients eye and was aspirated out. After the handpiece was replaced, a large tear was noted at the end of surgery. There did not appear to be any vitreous loss, however the surgeon performed an anterior vitrectomy as a preventative. The user facility stated it was not linked to the particle.

Manufacturer narrative:
Two collection cassette assemblies, two balance salt solution bottles (lot 907497), one bl3170 handpiece (B)(4), two purple needle tips, two needle wrenches and one light blue irrigation sleeve were returned. Visual inspection found the assemblies dirty with fluid all over them. Microscopic examination found dried solution and white, crystal-like particles visible on the needles, wrenches, sleeve and handpiece. Physical damage was noted on the needle tips (marring on the hubs and color fading on the shaft) and the handpiece (strain relief is separated from the back and dented nose cone and transducer horn). Water was run through the irrigation tubing then vacuum filtered through a 0.45 micron filter. Additionally, the irrigation sleeve and the remaining fluid in the collection cassettes were also vacuum filtered. Microscopic examination of the remaining particles was performed. The first collection cassette assembly found dark colored particles and fiber-like particles on the filter. The second collection cassette assembly found what appeared to be fungal growth on the inside the cassette, causing the fluid to have a thick and milky appearance. There were dark colored particles, fiber-like particles and organic material on the filter. The handpiece filter found several dark colored particles and fiber-like particles. The irrigation sleeve found minimal dark colored fiber-like particles. No fluffy white particles were found during inspection or testing of the returned components. Due to evidence of use, and the returned condition with fluids leaking all over the components, the source and origin of the particles cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.